Event description:
It was reported that during the implant attempt of the lead, the coronary sinus was dissected. The lead could not be placed. An epicardial lead will be placed in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)